Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for follow up. The right atrial lead exhibited intermittent oversensing resulting in false detections of atrial tachycardia. Programming changes were made to address the oversensing. The patient was in stable condition throughout.